Manufacturer narrative:
During ge healthcare technician checkout, it was found that the apl (adjustable pressure limit) valve was stuck. Dismantled apl valve and released valve to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the apl(adjustable pressure limit) valve not working. There was no reported patient involvement.